Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6. Visual inspection of cutting block exhibits signs of repeated use scratched / gouged / burrs in the slots and a pin is seized in the +2 hole of the guide. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was confirmed by review of photograph. Photograph provided confirms that the drill is stuck in the driver and the cut guide. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - vanguard quick release trocar pin 2 pk catalog #: 32-486255 lot #: ni, vanguard shortquick release drill catalog #: 32-486259 lot #: ni, vanguard distal cut block without handle catalog #: 32-487002 lot #: ni. Foreign report source: (B)(6). The complainant has not yet indicated whether the devices are being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-05157, 0001825034-2019-05159, 0001825034-2019-05160, 0001825034-2019-05161. Investigation incomplete.

Event description:
It is reported that during knee arthroplasty while pinning the slot to trim the distal femur, one of the pins became stuck in the hole of the cutting block and the other became stuck within the drill. No adverse events were reported as a result of this malfunction.